Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used during a procedure performed on an unknown date. During the procedure, the seal biopsy cap leaked. It was reported that the cap leaked onto personnel in the room but no treatment was needed. The procedure was completed with a non- bsc device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4: the complainant was unable to provide the suspect device ot number; therefore, the expiration and device manufacture dates are unknown. Block h6: device code a0504 captures the reportable event of biopsy cap leak.